Manufacturer narrative:
Livanova (B)(4) manufactures the s5 control panel mrp 150/85. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty touch screen. The touch screen was replaced to resolve the reported issue and subsequent functional verification testing was completed without further malfunction. The unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the display of an s5 control panel mrp 150/85 became unresponsive intermittently during a procedure. There was no report of patient injury.